Event description:
The customer stated, that her new contour meter read high compared to her prestige meter. The contour read 132 mg/dl, while the prestige read 63 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval. Replacement strips were sent to the customer.